Event description:
Patient's implant card was rec'd by the MFR. It was indicated on the form that the vns device has been replaced due to end of service. Additionally, it was reported that the pt was experiencing an increase in seizures. Good faith attempts are being made to obtain additional info.